Event description:
It was reported that the patient had seizures the day following a new pump and catheter implant and was admitted to the hospital. It was noted the patient had epilepsy, but it was unknown if the seizure was attributed to the epilepsy. The device system was used to deliver dilaudid. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient had a past history of seizures. The patient was under the care of a physician for the seizures.

Event description:
Additional information received reported that the patient felt like "she could feel the catheter in her back".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID (B)(4), lot#, serial# (B)(4), product type programmer, patient; product ID (B)(4), lot# serial# (B)(4). Implanted: (B)(6) 2012, product type catheter. (B)(4).